Event description:
Implant failed due to an osseointegration failure. It was noted there were damaging of blood vessels. ---------------------------------------- (B)(6) 2023 15:21:00 cet (3509404) phone (B)(6) user:3509404 received date of the return product:14/07/2023